Event description:
It was reported that the locking cap on an optio-c plate "bent or cracked" upon locking; the doctor chose to leave the plate implanted. There was no delay or impact to the patient.

Manufacturer narrative:
Device evaluation: product was not returned, however photos were provided which demonstrate the failure. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment.